Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire tip separation requiring surgical intervention. Device issue: guide wire tip separation. It was reported that the physician was pushing with force in order to get the guide wire down into the right anterior tibial, when the guide wire became buried into the intima. The physician pulled with force to remove the guide wire, and the guide wire tip separated and was still in the intima. An attempt to snare the guide wire tip was unsuccessful, so the pt was taken to surgery (the physician is a vascular surgeon) where the tip was removed from the pt. The pt is doing fine. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the polymer. There was no contrast visible. The core and polymer were separated 19 cm proximal to the tip. There was a kink in the core 1.3 cm proximal to the tipball. The core was pig-tailed distal to the kink. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the guide wire and, met manufacturing criteria. This will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. The guide wire was returned with blood on the polymer, consistent with use inside the pt's anatomy. Analysis confirmed the separation of the core and polymer 19 cm proximal to the tip. Sem analysis was performed and suggested that the core may have been subjected to ductile overload at a bend, which caused the tip to fail and detach. A guide wire being over bent is consistent with the tip being trapped within the anatomy or another device in order to create the required forces for the separation. In this case, additional info states:"the physician was pushing with force in order to get the guide wire down into the right anterior tibial when the guide wire became buried into the intima." Any additional attempts to remove the wire in this trapped state, which was reported to be "still in the intima", could exceed design limits and cause the tip to separate. Per the IFU, "do not: push, auger, withdraw, or torque a guide wire that meets resistance... Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage". The initial cause of the resistance could be related to the sharp angles of the procedure, usually around the iliac horn. Pt anatomical info regarding tortuosity was not provided, which may have aided in evaluation of the resistance. Analysis also noted that the tip of the guide wire was pigtailed and there was a kink in the core proximal to the tipball, which could both be due to the resistance with the vessel, or from damage due to surgical removal. Since no damage to the guide wire was reported prior to use, the cause of this damage appears to be related to case circumstances. To ensure separation does not occur in processing, a tip pull test is performed to verify that the tip is properly attached to the wire. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record was performed and indicated that this lot met all the manufacturing requirements. Additionally, there were no other incidents reported with this part and lot combination. Analysis also confirmed that the outer diameter of the guide wire met manufacturing specification. Overall, based on the case description and analysis of the returned product, the reported difficulties and subsequent damage to the guide wire appear to be related to case circumstances. This MDR is considered closed by the product performance group.